Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately two (2) years and four (4) months was explanted due to unknown reasons. The explanted device was replaced with a 23mm same model valve. There were no reported complications.

Event description:
Additional information received indicates device was explanted due to critical aortic stenosis after an implant duration of twelve (12) years, eleven (11) months and nine (9) days. The patient was reported as stable and was subsequently discharged.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccesful. Withour additional information or return of device, the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.